Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received a replacement lid.

Event description:
The customer contacted stryker to report that their device was missing the magnet from the lid. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.